Manufacturer narrative:
(B)(4). Product quality issue associated with an inherent device and/or device component characteristics that is not satisfactory as specific or delivered. Method: actual device not evaluated. Results: no results available since no evaluation performed. Conclusions: device not returned. Siemens healthcare diagnostics inc. Conducted a field correction, internal number (B)(4) on the issue with the access door hinge. A written customer notification was sent on (B)(4) 2014 to all customers affected notifying them of the springs contained in the access door hinge assembly on the walkaway plus instruments are becoming detached causing premature failure of the hinge assembly and a potential safety issue for the customer. The notification also includes actions to be taken by the customers. The FDA san francisco district office was notified on june 9, 2014 of the remedial action (report no. 2919016-06/09/14-001-c). On (B)(4) 2014, siemens representative has confirmed that appropriate modifications to the hinge were performed. Customer confirmed the system's performance and reported that it is fully functional.

Event description:
It was reported that the lower panel access door hinge failed. The hinge pin appeared to have fallen out and the spring fell when the panel access door was opened. No injury or adverse event occurred.